Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unconscious. The pt was in the emergency room. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.